Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected insulin pump alarm anomalies noted. No frozen screen noted during test and time clock advances properly. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a watchdog timeout and the act and escape buttons were not responding. The customer's blood glucose level during the incident was 168 mg/dl. The self-test was not performed due to the unresponsive buttons. The customer also reported that the insulin pump's screen was frozen. Time was frozen. Troubleshooting was performed. The customer removed the battery and the screen stayed the same even with the battery out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.